Event description:
Ventilator kept alarming. Unable to solve problem. Patient ventilator was found to be without circuit compliance turned on. Vent settings had to be increased for ventilator support since the compliance was turned off. We had to change the circuit and the expiratory cassette in order for the machine to pass the circuit compliance check. Investigation revealed that the servo vent will discontinue the tubing compensation automatically if the circuit test fails. The only way to tell that it is off is the absence of gold stripes around the volume and a small "c" appears. It was very hard to see and read. It is also not described in the manual.======================health professional's impression======================poor design. The warning that the circuit compliance is off is not clearly stated in the manual. It is also very hard to read. A small gold/ amber line. The smaller "c" is on the third screen and not easily seen.======================manufacturer response for ventilator, servo======================they are looking into our recommendations.